Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 80mm diameter abdominal aortic aneurysm. It was reported that during the index procedure the bifurcated stent graft landed 7mm below the left renal artery. Final angiogram showed no type I endoleak. The physician added a endurant cuff and 4 endoanchors to resolve the event. Per the physician, the cause of the event was due to patient anatomy; angulation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the exact cause of the bifurcate inaccurate delivery, implanting 7mm below the level of the left renal artery, could not be determined from the pre-implant films provided. Films during implant and post-implant CT¿s were not provided, and the reported event could not be assessed. Pre-implant CT¿s revealed that the patient had a conical-shaped, short length, and severely angulated proximal neck. The neck diameter ranged from 19 ¿ 25mm along a 15mm length, and the infrarenal neck was severely angulated ~90 deg lt-rt and 90 deg a-p. It is likely that patient anatomy, implanting into the conical-shaped and severely angulated neck, likely contributed to the reported low placement of the bifurcate. If information is provided in the future, a supplemental report will be issued.